Event description:
Caregiver alleged that the back left wheel severed from the frame and fell off causing the end user to fall. End user has scrapes and a bruise on the right arm, no medical attention taken care of at home.